Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 399 mg/dl at the time of the incident. The customer reported they were trying to give a bolus, stopped working, started beeping and then had a blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump received with broken battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.